Event description:
On 12/03/2021, it was reported by a facility representative via e-mail that a ar-9592-2410 baseplate is burned(melted). No additional information provided. Additional information requested.

Manufacturer narrative:
The most likely cause of the reportable failure could be using the incorrect heat settings during cleaning/procedure. However, due to the device not being returned, we are unable to confirm the reported event.